Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. The event of an allergic reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported approximately 1.5 months after injection in the marionette lines with two syringes of juvederm ultra plus xc, the pt experienced an allergic reaction. The pt was prescribed prednisone, triamcinolone, and hylenex. Approximately three weeks later the pt was treated with additional hylenex and kenalog; pt has not returned for additional assessment by the healthcare professional since this treatment.